Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The user reinserted new batteries too quickly causing the AED plus to power up in clinical mode, which is normal behavior when this occurs. The device will then fail the self-test because the coulomb counter was not reset. The coulomb counter was reset to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.